Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 142 and 181 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 130 mg/dl. At the time of the call, the customer reported feeling shaky. Customer stated that if she has symptoms, her results are usually in the lower 100's. Medical attention was not required at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 146 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 12/08/2019. The meter memory was reviewed for previous test result history: result 1 : 142mg/dl , date: (B)(6) 2019 time:6:21pm, fasting. Result 2 : 181mg/dl , date: (B)(6) 2019 time:8:10am, fasting. Result 3 : 216mg/dl, date: (B)(6) 2019 time:8:25pm, non-fasting. Result 4 : 129mg/dl, date: (B)(6) 2019 time:4:15pm, fasting. Result 5 : 170mg/dl , date: (B)(6) 2019 time:1:19pm, fasting.